Event description:
On final run there was a type 1a endoleak coming from what seemed to be posterior portion of stent graft. After re ballooning more aggressively, the leak was much less and a bit later lending to possible type2 and doctor decided not to do anything else and will observe patient. Patient outcome - "if endoleak persist in follow up CT an endo anchor may be used."

Event description:
On final run there was a type 1a endoleak coming from what seemed to be posterior portion of stent graft. After re ballooning more aggressively, the leak was much less and a bit later lending to possible type2 and doctor decided not to do anything else and will observe patient. Patient outcome - "if endoleak persist in follow up CT an endo anchor may be used."